Manufacturer narrative:
Alleged failure: ¿ "light source white ring isn¿t lighting up when safelight cable has been inserted. Also, once plugged in, light source won¿t turn on and no light is being outputted. Once light source console is restarted, issue seems to go away. Also complaints of light source turning off randomly during cases ref. RMA 12105109 salesforce case number (B)(4)." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes: there are a few ways a user could experience this issue: the issue may be tied to the main micro controller (uc2) locking up/freezing on mainboard, which can be caused by introducing esd to the contact ring of the light source. If the existing aim cable is pulled without opening the jaw first, the jaw can will fully close, because the actuator does not get caught. When the user goes to open the jaw, they will hear a ¿click¿ when the actuator pops out however the jaw is only half open at this state. If the user believes this ¿click¿ is the full open state and stops turning the jaw handle early, the light source will not allow any light to be turned on when the light cable is inserted. Additionally, if the user never opens the jaw and only ever inserts the light cable, this would also prevent the light source from allowing any light to be turned on. Further investigation into root cause shall be conducted and documented under (B)(4). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.